Manufacturer narrative:
No patient demographics reported. Repeats were performed on another dxc system. Service was dispatched. Beckman coulter field service engineer (fse) evaluated the system. The cause of the erroneous low crem results is most likely due to the intermittent failure of the stirrer motor of the crem module assembly. The failure mode is the creatinine module assembly. Fse replaced the assembly to resolve the issue.

Event description:
The customer reported the unicel dxc 880i access clinical system generated erroneous low creatinine (crem) results. Customer reported 3 outliers with erroneous low crem results generated and reported. Corrected reports were sent. No change in patient treatment reported. Customer indicated crem quality control recoveries low outside of -4sd twice on the day of the event but upon repeated, the recoveries were within the lab established ranges.